Event description:
It was reported that during a left main coronary artery stenting procedure with a 3.5 x 12 mm xience v stent, there was some stenosis (25-50%) observed distal to the stent that was not treated. Four days post-procedure on (B)(6)2010, the pt became diaphoretic with chest pain and st elevation was observed on an electrocardiogram (ECG). The pt was returned to the catheter lab where thrombus was observed, more than 5 mm distal to the xience v stent. The thrombus was aspirated, pre-dilatation was performed and a stent was implanted. Reportedly, it was stated that the stenosis observed distal to the stent and/or the xience v stent may have caused the thrombosis. There was no adverse pt sequela reported. Although reported, there was no additional info provided.

Manufacturer narrative:
(B)(4). There was no reported deficiency. Angina, EKG changes, and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR or design.